Event description:
The customer reported that they could not deliver a 2j shock to an infant. A 3j shock was successfully delivered with the same defibrillator. There was no negative patient impact.

Manufacturer narrative:
The device was evaluated by the customer at the customer site. It passed all standard testing and was returned to service. The customer was given information regarding delivery of energy to an infant. This was a user misunderstanding regarding the successful delivery of energy to an infant and not a device malfunction.